Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that they had an infusion set with a bent cannula causing their blood glucose to go high. The customer¿s blood glucose level was 471 mg/dl. They treated with an insulin pen. They declined troubleshooting for the high blood glucose. Troubleshooting was performed for the bent cannula. The device will not be returned for analysis. The infusion set will be returned for analysis.